Event description:
It was reported that the etrak 2500l system will not boot. It was noted that the screen goes through normal numbers and functions and at end the screen goes black with message that states "vtiappres resource file is not found, cannot initialize application." There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was identified that the computer needed to be replaced. Replaced the imperion computer on a subsequent service call. The system was tested and found to be working as intended and placed back into service.